Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the supplies on the pump. The customer did not know if the blood glucose was impacted due to the alarms. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.